Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced diaphragmatic nerve paralysis. After the procedure completion, the physician reported that diaphragmatic nerve paralysis was found to have occurred. When either the right pulmonary vein (rpv) ablation, or the superior vena cava isolation (svci) was performed, phrenic nerve might have been damaged. Prior to the ablation on phrenic nerve, the physician checked with the ablation catheter and that there was no twitching, and the ablation was conducted. There were no problems in the settings and the behavior of smartablate. Hospitalization period was extended approximately three days. The patient was discharged without any subjective symptoms and was under follow-up. No additional intervention was provided. The patient was asymptomatic. The patient recovered.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31329367l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).